Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella cp was returned for evaluation. No visual abnormalities were noted. Pump was purged for 10 minutes then run while purging for an additional 10 minutes. No leaks purge leaks from the pump were noted. Pump was also purged using a syringe in attempt to exaggerate any leaking however no leaks were again noted. Data logs were reviewed and no significant decreases in purge pressure with increased purge flow were noted throughout case. Clinical details noted that a leak was coming from the light blue area of the purge reservoir. The root cause of the purge leak - pump was most likely use related as no leak was able to be reproduced in the lab.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a 54-year-old male patient with cardiomyopathy and other systemic comorbidities was implanted with an impella cp device for mechanical circulatory support. During impella cp support, the impella cp purge fluid was leaking. The day after the impella was placed, the purge fluid was slowly leaking from the pressure reservoir. The patient survived the explant.